Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. Photos provided by the customer showed a bolus plug and another feeding tube with the bolus plug attached. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 22 oct 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. A photo of the device was provided by the customer. All information reasonably known as of 18 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the distal end of a ng [nasogastric] tube came out with defecation. The distal end did not detach from the most recent ng tube removed from the patient, so it is unknown when the distal end detached and how long it remained in the patient. The clinic has been using the ng tube since (B)(6) 2019. Additional information has been requested but not yet received.